Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. Inspection shows a torn optic, cut in 2 pieces and a detached haptic. Lens met all specifications prior to release. The cause of this event was not confirmed but does not appear to be related to the manufacturing process. All currently available information is included in this report.

Event description:
The account reported the haptic on the intraocular lens(iol) broke off during insertion of the lens into the patient's eye. The incision was enlarged to remove the lens from the eye. No patient injury.